Manufacturer narrative:
The investigation conducted by field service engineering found system error code #20013 that was experienced by the customer as well as system error code #21013. The field service engineer concluded that these system error codes were associated with the left master tool manipulator (mtml). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The #20013 and #21013 system error code appeared when the da vinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by the joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety system put da vinci in a "recoverable safe state". The mtml was returned to isi for failure analysis investigation. Engineering evaluation found that a potentiometer had malfunctioned, thus generating the system errors experienced by the customer. The mtml's motor assembly was also replaced as an additional precaution. As of 2008, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the customer experienced multiple occurences of system error code #20013. The procedure was in process for 2.5 hours when the site converted to traditional open surgical techniques to finish the planned surgery. No patient harm was reported.